Event description:
Complainant alleged that during functional testing, the device was unable to select an energy level via front panel controls. Complainant indicated that there was no pt involvement in the reported malfunction.